Manufacturer narrative:
Continued e.1. Facility name: (B)(6). Continued e1 (address line 1): (B)(6). Continued e1 (email address): (B)(6). Continued h.6. Health effect - impact code: f2203, f1905. Article citation: kolasinski, jerzy et al. ¿bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients.¿ aesthetic surgery journal, sjad181. 8 jun. 2023, doi:10.1093/asj/sjad181. The events of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, seroma-late.

Event description:
Through journal article, "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients", healthcare professional reported patient with "bia-alcl diagnosis" and "seroma." Histopathological markers are not reported for each case. However, the authors used the who criteria to make diagnosis. Device has been explanted and replaced. Treatment: en-bloc capsulectomy and implant removal.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl and seroma. Upon further quality review, this record was found to be a duplicate of mrn #9617229-2021-56908. Any new, changed, or corrected information will now be reported under mrn #9617229-2021-56908. Duplicate record was found with the following parameters: bia-alcl reports: polish patient, implanted between 2006-2016 and implanted by clinic (B)(6). Additional, changed, and/or corrected data.

Event description:
Previous medwatch submission noted: through journal article, "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients", healthcare professional reported patient with "bia-alcl diagnosis" and "seroma." Histopathological markers are not reported for each case. Upon further information, allergan has determined that this record is a duplicate record. Please see mrn# 9617229-2021-56908 as the operating record related to this complaint.